Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per (B)(4).

Manufacturer narrative:
Additional information was received on sep 18, 2022 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The manufacturer previously received missed allegations headache, fatigue, dizziness and cough. The device was returned to the third party service center for further evaluation. The device was evaluated. The device's downloaded logs were reviewed. There were no error found. The third party service center concludes that they could not confirm the customer's allegation and there was no visible foam degradation.